Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the implantable pulse generator (ipg) exhibited a grommet/set screw issue. The ipg was attempted not used and replaced. No patient complications have been reported as a result of this event.